Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. The patient was unable to charge or establish communication with the ipg for several weeks. The patient reportedly gained weight. In turn, surgical intervention was undertaken to explant and replace the ipg which resolved the issue. The ipg was implanted in (B)(6) of 2014.